Event description:
It was reported that the pump was alarming no disposable clamp tubing. I instructed the patient to clamp the tubing and open the cassette. No air present. Cassette reattached and pump restarted. The pump was then running correctly. No further assistance needed.